Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient's wife took the patient to the emergency room (ER) due to suspecting the internal bumper was migrating through the abdominal wall. The physician diagnosed the patient with a buried bumper. On (B)(6) 2019, the peg-j tubing was removed and the patient was hospitalized. New tubing will be re-inserted once the site is healed.